Event description:
It was reported that the patient presented to a procedure. During the procedure, the right ventricular lead exhibited high capture threshold and pacing impedance. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of high impedance and capture threshold were not confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Visual examination of the lead did not find any anomalies. Electrical and insertion testing was normal. Dimensional analysis results were within product specifications.